Event description:
The plaintiff's attorney that the plaintiff experienced a cardiovascular event on ni/ni/ni after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00478.

Manufacturer narrative:
This is one of two device reports related to this event, MFR # 1225714-2013-00477 and 1225714-2013-00478.

Event description:
Additional information received noted the patient subsequently expired.